Event description:
Info received indicates the brake pedal appeared to be in brake mode, but the brakes did not hold.

Manufacturer narrative:
The technician found when the brake pedal was engaged, the cam was not pushing down on the top of the caster due to worn bearings in the brake block. He rebuilt the brake block to repair the bed.